Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response (rvr), resulting in therapy exhaustion. The second to last shock accelerated the rhythm of the patient into the ventricular fibrillation (vf) zone. Technical services (ts) observed that the final shock did not convert the rhythm of the patient, leaving them in af with rvr but not in vf. There were some discussions regarding the synchronization of the shock that potentially induced vf. Ts discussed potential programming options with the representative, who will consult with the physician regarding the need for rate control and other medical considerations for this patient. This crt-d device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.